Event description:
On (B)(6) 2008, a (B)(6) female was implanted with a gore propaten vascular graft in a bypass procedure in the left from the superficial femoral artery to the popliteal artery. It was reported to gore that on (B)(6) 2008, the pt presented with a failed graft. A major amputation was performed. The physician has indicated that the reported adverse event is procedure related.